Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis while using the infusion device. The patient's physician stated that the hyperglycemia was caused by the infusion device. No further information was provided regarding an issue with the device. The patient had symptoms of vomiting, difficult breathing, dehydration, and tachycardia. The blood glucose result was 500 mg/dl at the hospital and she was treated with serum. The patient was currently still in the hospital. Return of the suspect device was requested for evaluation.